Event description:
It was reported that the coating of nitinol guidewire peeled off when the operating nurse opened the package and removed the guidewire.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event is inconclusive due to poor sample condition. No physical sample was returned, however, a photo sample was provided. Based on the risk management file a potential root cause for this event could be, "inadequate material selection, and/or bonding between layers, degradation". No manufacturing issues or non-conformances were noted during review of the DHR review that could have caused or contributed to the reported event. Based on the results of the investigation no additional action is required. The instructions for use were found adequate and state the following: "inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract." "Do not reshape the guidewire by any means. Attempting to reshape the guidewire may cause damage resulting in release of fragments into the urinary tract." "Do not manipulate or remove the guidewire through a metal cannula or needle. This may result in destruction/separation of the outer jacket of the wire requiring retrieval." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the coating of nitinol guidewire peeled off when the operating nurse opened the package and removed the guidewire.